Manufacturer narrative:
A ge service rep performed an onsite investigation. The hv (high voltage) cable was evaluated and identified as requiring replacement. The repair was declined by the customer. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l svc info was provided.

Event description:
The customer reported that the system experienced a 'stator error.' This issue is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.